Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that light cover glasses adhesive and optical cover glasses adhesive were worn out; outlet pipe condition was crushed; distal end adhesive was pitted; insertion tube had a stain; white dots were evident on the monitor; left/right and up/down angle play was evident and had to be adjusted to specification; and up/down brake was not holding and needed to be rectified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was flashing, unknown fault or cause. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the white crystallized contamination (simethicone type product) in air water channel was found. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the white crystallized contamination in the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to a dented nozzle. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.